Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had activated their implant in their office on the day of report and they felt a sensation that they had never felt before in their upper lip. It was noted the patient had not experienced it when they had turned the implant on/off at their house. It was stated during the threshold testing and the initial programming there was a point where the patient ¿felt the extreme side effects¿ where it had put them in a situation that they couldn¿t control themselves and they couldn¿t help themselves. It was stated the therapy worked well for them at the time of report and they were happy. It was further reported that the patient was next to a strong electromagnetic interference (emi) generating piece of equipment that had momentarily changed the patient¿s therapy. It was stated there was no alleged event or allegation. It was noted the patient had felt emi before when they were near something that produced a strong enough field but there was no complaint, allegation, or any sign of an adverse event because of it. It was stated the device had responded exactly as expected when potential induced currents ¿came onto the lead.¿ it was noted the patient was going to meet with the manufacturer representative on the day of report. It was stated they thought the emi therapy change occurred a couple of weeks prior to report. It was stated they thought there may have been another time when the patient was affected by emi. It was noted there was no indication that the device did not work as it should. It was noted there was no indication of patient harm. Additional information received reported the patient still had concerns regarding their device or therapy but they had an appointment scheduled with their health care professional for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lip sensation had resolved when the patient removed themselves from the emi situation. It was noted the patient had an appointment scheduled in (B)(6) for normal follow-up with their health care professional. It was stated the patient¿s therapy worked well for them.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4). Implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0e1fm, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0bh3r, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted there was overstimulation at the patient&#38112;place of employment.